Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was selected for use. All of the proper steps of catheter preparation were performed, and the pre-procedure deployment test was followed. The flush port lumen flushed with 20cc syringe and flowed properly. The catheter deployment slider was stiffer than usual and was slow to click back and return to un-depressed, but it was still functional. The catheter flush port was connected to continuous flush of pressurized heparin saline bag. The catheter was then advanced through faradrive sheath, and the heparin saline bag drip chamber was noted to have no drops flowing. The catheter was removed from sheath and the flush line was checked. The flush line was flowing properly when disconnected from catheter. A 20ml syringe was then connected to the catheter, and flush of saline was attempted, but there was no fluid flow through catheter. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. A guidewire was successfully advanced through the catheter and deployment of the array was tested and found to be without defect. Next, they tested the irrigation of the catheter and found that there were no problems with irrigation while the catheter was undeployed. However, when in the array was in the basket or flower positions irrigation was not possible. The catheter was dissected and kinks in the irrigation tubing were noted. The reported allegation of irrigation failure was confirmed, and the most likely cause was a manufacturing deficiency. The kinking and stretching observed in the flush lumen were likely due to a mismanagement of the flush lumen during the manufacturing process.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the catheter stopped irrigating. During preparation they were successfully able to flush the catheter. During functional testing they found it was difficult to deploy but that the catheter was functional. The catheter was then introduced into the patient, and they realized there was no flow through the irrigation port. When removed from the body they confirmed there was no drops coming through the device. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.